Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip misfired upon deployment as it would not detach from the catheter to deploy. The same event happened with the second and third resolution clips. Reportedly, the clips were removed from the patient, and the procedure was completed with two more resolution clip devices. There were no patient complications reported as a result of this event.